Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell two of four. The home patient (hp) was connected at the time of the alarm. The hp stated the supply bag became disconnected from the supply line. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, the supply bag becoming disconnected from the supply line was reported and is known to be able to cause the reported alarm. Should additional relevant information become available, a follow-up report will be submitted.